Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare providers regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2024, the healthcare provider from the ER (emergency room) reported that the patient fell yesterday and since then was worried that something may have damaged their pump. The patient did not feel like they were getting therapy. Additional information was received on july 30, 2025, from an insurance company representative who reported that per the patient they fell on (B)(6) 2024, and the patient felt that the pump started leaking at that point, but the reporter was not sure if or how that was determined. The reporter stated that the patient also felt like the pump had been giving them too much medication at times, so the pump was stopped for an unknown amount of time before the medication was changed and restarted again. Per the reporter, the pump was currently delivering bupivacaine. The reporter also stated that at some point the patient bumped the pump and then started experiencing a "chemical smell" that they attributed to bumping the pump or the medication. Per the reporter, the patient and their current healthcare provider were looking to get the pump replaced.